Manufacturer narrative:
Additional information has been reported d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The pneumatics module was replaced to address the issue and was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatics module was received for testing on this investigation. A visual assessment of the returned sample revealed an obvious nonconformity with the agf connector broken. The returned pneumatics module passed all the required tests except the auto gas fill (agf) test. The reported event could not be replicated because the agf connector was broken. However, how or when the agf was damaged remains inconclusive. The root cause of the reported event is attributed to the nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Event description:
A customer reported that an ophthalmic console was not moving to air at the time of fluid exchange and there was no error messages displayed. The scheduled procedure was vitrectomy surgery. Patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).